Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed external flash crc error. Customer¿s blood glucose was unknown at time of incident. Alarm did not occur during the prime. Customer performed troubleshoot for those pump errors but alarms occur again. Customer performed self test and passed. Customer advised to revert to backup plan as per hcp's instructions. Insulin pump will be return for analysis.

Manufacturer narrative:
Unit received with an error loop during boot up, problem isolated to the mother board. Unable to perform operating currents, self test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to alarm. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.